Event description:
A surgeon reported "approximately 7-9 patients" that were either over or under corrected following lasik surgery. Patient records for 13 patients were provided, of which 2 had reportable events based upon a reduction in bcva. This report is for one of these patients. The other patient is being reported on MDR #1061857-2006-00200. A review of this patient's records indicate this patient had conventional lasik surgery. At the 3-month post-operative exam, this patient exhibited a slight over correction in each eye and a reduction of 2 lines bcva.

Manufacturer narrative:
The investigation has not been completed at this time. No conclusion can be made.

Manufacturer narrative:
The investigation has not been completed at this time. No conclusion can be made.

Event description:
A surgeon reported "approximately 7-9 patients" that were either over or under corrected following lasik surgery. Patient records for 13 patients were provided, of which 2 had reportable events based upon a reduction in bcva. This report is for one of these patients. The other patient is being reported on MDR #1061857-2006-00200. A review of this patient's records indicate this patient had conventional lasik surgery. At the 3-month post-operative exam, this patient exhibited a slight over correction in each eye and a reduction of 2 lines bcva.